Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Eight days prior to receipt of this report the hernia was surgically repaired in the hospital. The cause of the hernia was unknown. On an unreported date pd therapy was temporarily discontinued and hemodialysis was started. At the time of this report the patient was recovering from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history record and service history record was performed which did not reveal any issues related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.